Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in hospital after feeling a vibratory alert. Upon interrogation, the right ventricular lead exhibited high impedance and increasing capture threshold. It was suspected that the patient had a pulmonary embolism (pe) but was stable otherwise. The cause of pe was unknown. Lead revision was discussed. No intervention was reported.

Event description:
New information received noted that the patient's lead was capped on (B)(6) 2018 due to fracture. Pace/sense lead replacement was implanted. Patient was stable before, during, and after the procedure.